Manufacturer narrative:
When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Error seem to be technique related. The user will want to verify proper treatment technique, position and orientation (with adequate coupling fluid and equal tip to skin contact and pressure). Cryogen appeared to be flowing during the treatment. The datacard log confirmed the customer¿s account of tip too warm error occurring during treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. This condition presents no patient risk. According to thermage flx user manual (p009418-04 rev. A), blisters are known possible patient reaction during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the system and handpiece perform as expected. Evaluation of the treatment tip found no issues related to this event. Based on the available information, blisters are known possible patient reaction during thermage flx treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Correction: h3: the device was returned and evaluated h5: the device is labelled for single use.

Event description:
The symptoms were noticed on (B)(6) 2020 during treatment; however, the reported incident happened prior to this. The area of the body that was treated was on the face and neck with the exact injury occurring on the lower face. There was an equipment warning of tip too warm. No other treatments were performed where the symptoms were reported. The highest energy level used was 3.5. Approximately 1 bottle of coupling fluid was used. The treatment tip was not inspected prior to use. The tip was inspected during treatment every 10 minutes. This was the first time the tip was used. Pictures of the patient's face were reviewed with post inflammatory hyperpigmented lesions visible on the left cheek and upper neck.

Manufacturer narrative:
The thermage tip has been returned and evaluated. The evaluation of the system logs and the treatment tip has been completed and these notes have been entered into the case record. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. The evaluation determined that the device performed as expected and could not replicate any errors. A review of the device history log is in progress. This investigation is ongoing.

Event description:
It was reported by a clinic that a patient experienced a burn after a thermage treatment. Additional information has been requested but not yet received.